Event description:
It was reported while the patient was in the clinic, the device battery was found to have drained significantly from normal longevity to three months remaining. The patient was asymptomatic. The patient was sent to the hospital for a device replacement procedure. The patient condition was stable during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.